Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt mentioned they had an ins battery previous to this one and it failed and they had a rep during that process so pt wanted to know who their rep was now, pt was redirected to their hcp. Agent asked how the ins failed and they said they stopped charging the ins and the ins had to be replaced 3 times in a couple months with 3 different surgeries which lead to the ins being replaced in 2021 since it had stop and pt did not feel anything. Issue happened late 2020 or early 2021.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.